Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 30-jun-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and complication associated with device ("device complications"). The patient was treated with surgery (remove the essure) and surgery (remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, perforation, genital haemorrhage and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation, genital haemorrhage and perforation to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-nov-2017: event medical device removal was deleted and event abnormal bleeding, migration, perforation, pain was added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), uterine perforation ("perforation/migration of essure device location of device: uterus/perforation (uterus)") and genital haemorrhage ("abnormal bleeding") in a 47-year-old female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index high. Concomitant products included acetylsalicylic acid (aspirin), gabapentin, ibuprofen (motrin) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced female sexual dysfunction ("aparapareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/severe cramping"), mood swings ("mood swings") and hot flush ("hot flashes") and underwent urinary control neurostimulator implantation ("surgery (other) type of surgery: interstim placement in 2014 and interstim removal 2015"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), fatigue ("fatigue"), night sweats ("hormonal changes describe: night sweats"), nausea ("nausea"), paraesthesia ("tingling finger and toes"), arthralgia ("joint pain") and abdominal pain lower ("lower abdomen") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (remove the essure/hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, complication associated with device, female sexual dysfunction, fibromyalgia, dysmenorrhoea, fatigue, night sweats, mood swings, nausea, paraesthesia, anxiety, depression, weight decreased, arthralgia, hot flush and urinary control neurostimulator implantation outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, complication associated with device, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hot flush, menorrhagia, mood swings, nausea, night sweats, paraesthesia, urinary control neurostimulator implantation, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), uterine perforation ("perforation/migration of essure device location of device: uterus/perforation (uterus)") and genital haemorrhage ("abnormal bleeding") in a 47-year-old female patient who had essure (batch no: 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included acetylsalicylic acid (aspirin), gabapentin, ibuprofen (motrin) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced female sexual dysfunction ("aparapareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/severe cramping"), mood swings ("mood swings") and hot flush ("hot flashes") and underwent medical device implantation ("surgery (other) type of surgery: interstim placement in 2014 and interstim removal 2015"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), fatigue ("fatigue"), night sweats ("hormonal changes describe: night sweats"), nausea ("nausea"), paraesthesia ("tingling finger and toes"), arthralgia ("joint pain") and abdominal pain lower ("lower abdomen") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (remove the essure/hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, complication associated with device, female sexual dysfunction, fibromyalgia, dysmenorrhoea, fatigue, night sweats, mood swings, nausea, paraesthesia, anxiety, depression, weight decreased, arthralgia, hot flush and medical device implantation outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, complication associated with device, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hot flush, medical device implantation, menorrhagia, mood swings, nausea, night sweats, paraesthesia, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received with her demographic details were updated. Product indication updated. Essure lot number added. Following events were added: abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: fibromyalgia, dysmenorrhea (cramping), fatigue, hormonal changes describe: night sweats, mood swings, nausea, tingling finger and toes, psychological or psychiatric problems condition: anxiety, depression, weight gain / loss specify which one: weight loss, joint pain, hot flashes, lower abdomen and surgery (other) type of surgery: interstim placement in 2014 and interstim removal 2015. Event clubbed and pt updated: perforation/migration of essure device location of device: uterus/perforation (uterus). Event clubbed: dysmenorrhea (cramping)/severe cramping. Event onset date were added. Event outcome added for lower abdomen, abnormal bleeding, abnormal bleeding (vaginal) and menorrhagia. Concomitant medications were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.